Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 24f sheath hole prior to a leadless pacemaker interventional procedure. Reportedly, after the foot of the proglide was retracted, the device could not be removed from the patient anatomy. The foot may not have retracted completely. Additionally, the suture was not removed from the suture bearing (o-ring). The foot was opened and closed and the device was finally able to be removed. The suture had been pre-placed successfully. An attempt was then made with a second proglide device; however, the same issue occurred. After the foot of the proglide was retracted, the device could not be removed from the patient anatomy. The foot may not have retracted completely. Additionally, the suture was not removed from the suture bearing (o-ring). The foot was opened and closed and the device was finally able to be removed. The suture had been pre-placed successfully. The leadless pacemaker interventional procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures. Reportedly, the physician may have put too much tension on the knot rather than applying tension to the suture therefore it is possible that the knot was not fully locked. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.